Event description:
On 12/3/96, the following was reported to datascope: the iab was inserted into the patient on 11/6/96. Check "iabp catheter" alarm sounded. The patient was put in the ward and the alarm stopped going off. The patient unerwent CABG on 11/8/96 and the iab was left in. On 11/9/96, plans were being made to remove the iabp when it stopped pumping and would not autofill. Blood was noted in the inner lumen when the iab was removed. As a result of the event, an emolecectomy was performed. The patient did experience a loss of pulse in the foot. Currently, the patient is in good health. Event complications: unk - rpt'd 11/15/96; embolectomy performed - rpt'd 12/3/96. Patient's current status: in good health-rpt'd 12/3.

Manufacturer narrative:
Device label code for f10. Position 1: 1738 and position 2: 1701. Evaluation summary: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.